Event description:
The patient experienced cerebral infarction, a thrombus and hemiplegia. During a catheter ablation, a farawave catheter was selected for use to treat atrial fibrillation. It was reported that two days after the procedure (completed with no issues reported), the patient experienced a cerebral infarction. A large thrombus was found upon retrieval. The patient subsequently developed hemiplegia and has not recovered. Hospitalization was required. Product return is not expected. It was further reported that a treatment to remove the thrombus was performed. Immediately after discharge, the patient suffered a cerebral infarction and was transferred to another medical institution. Hemiplegia was provided as patient status.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc, as it was not available from the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc, as it was not available from the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
The patient experienced cerebral infarction, a thrombus and hemiplegia. During a catheter ablation, a farawave catheter was selected for use to treat atrial fibrillation. It was reported that two days after the procedure (completed with no issues reported), the patient experienced a cerebral infarction. A large thrombus was found upon retrieval. The patient subsequently developed hemiplegia and has not recovered. Hospitalization was required. Product return is not expected.